Event description:
Gambro received a report related to a pt death that occurred in 2007. Cvvhdf treatment was undertaken on a pt on a prisma machine. According to the clinic, the pt was confused and unrestrained, necessitating a dedicated nurse. He had a right internal jugular (rij) catheter that was not reinforced with tape where it connected to the prisma m60 pre-dilution set. At lunch time the nurse caring for this pt left him alone; the catheter site was covered with blankets at the time of the nurse's depatrure. Arppox 17 minutes later, the pt coded due to exsanguination and could not be resuscitated. He expired at 23:26 p.m. The machine was inspected by facility's biomedical tech and resulted to be working within MFR's specifications. Biomedical tech was able to retrieve the alarm history, indicating that a "return pressure-dropping" alarm occurred probably due to a disconnection of the return line. This advisory alarm was overriden by nurse, remaining so indefinitely. The nurse involved in this event was unavailable for an interview.